Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 21-nov-2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was evaluated. Displayed was the cataract removal and the lens implantation. A grayish particle was observed between the anterior surface of the lend and the posterior surface of the remnant anterior capsule. The particle could not be visualized during lens implantation and was removed through irrigation/aspiration. The nature of the particle, the root cause and potential clinical impact of the reported issue could not be determined from a video assessment. The complaint issue of foreign material loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician found little black matter at the backside of the anterior capsule when checking the implanted preloaded intraocular lens (iol). The physician thought that something had adhered to the backside of the iol right after it was implanted. The physician removed the matter with irrigation and aspiration and finished the procedure without any patient injury or health damage. The iol remains implanted. Through follow-up, it was learned that it was not possible to confirm if the matter was attached to the iol before implantation or not. The iol did not appear cloudy. No additional medical or surgical intervention was performed. The patient is able to perform daily activities and there is no report of adverse health effects. The foreign matter was discarded. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.